Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open uterine myoma resection procedure on (B)(6) 2016 and the topical skin adhesive was used on the operative wound. Following the procedure, the patient experienced itching around the wound and visited a doctor on (B)(6) 2016. The mesh patch became bluish black, so the mesh patch was removed during this visit. Then, it was found that there were reddish black rash around the operative wound just within the area of overlapping the mesh patch. The operative wound was cleaned and the ointment was applied. The ointment was also prescribed. The patient was asked to come back for a follow-up in three weeks. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: location and incision size of product application? The location is an abdomen median incision. The incision size is unknown. What prep was used prior to prineo use? Unknown. Was the prep allowed to dry prior to prineo mesh application? No information. Please describe how the adhesive was applied on the tape? No information. Was the mesh placed over the entire length of the incision? No information. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? No information. Did the prineo mesh extend beyond the patient incision? No information. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? No information. Was the skin prep solution wiped off and allowed to dry before applying adhesive? No information . Was a dressing placed over the incision? If so, what type of cover dressing used? No information . Date that reaction was first noticed (B)(6). Do you have any pictures of the reaction? N/a. What was done to address the reaction? The mesh patch was removed and washed the wound area in the clinic. What type of medication? Dose? When (date) administered? Ointment cream was applied. Was the product removed? Was another method used to close the incision? Yes, the product was removed. N/a for the second question. Was the site cultured? If so, what bacteria were identified? No information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No information. Is the patient hypersensitive to pressure sensitive adhesives? No information. Were any patch or sensitivity tests performed? No information. Lot number involved the lot number is unknown. What is the physicians opinion of the contributing factors to the reaction? The physician commented that leaving the mesh for a long period of time might have caused the reaction. What is the most current patient status? The patient has been followed up by a physician as an out-patient. Is the product or representative sample (product from the same lot number) available for evaluation? Neither of them is available. Patient demographics: initials / ID; age or date of birth; bmi patient demographics are unknown. The patient is a female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) the patient might have had rash reaction on her neck when she was a child. Has the patient been exposed to similar products, such as artificial nails no information . Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No information.